Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there were large air bubbles in the reservoir. Blood glucose level at the time of the incident was 249 mg/dl. Customer did not have a plunger available at the time of the call. The reservoir was not replaced or returned for analysis.